Event description:
It was reported that an individual with an implantable neurostimulator for pain stimulation experienced several issues following the procedure. The neurostimulator was noted to have moved, with the individual perceiving that it had flipped on its side and was now positioned up against the top of the skin, which occurred approximately a week after staple removal. Charging difficulties began, including problems with the recharger going off during use, a recharger inactive message displayed on the handset, a large yellow message appearing on the screen during charging, and the battery percentage not changing despite charging attempts. The individual reported poor coupling between the recharger and the device, and loss of connection when using the belt for recharging, leading to discomfort due to dependence on the neurostimulator. A computed tomography scan was performed to assess the device position, and the physician indicated that the device was not protruding enough to cause harm. Troubleshooting steps included resetting the recharger, connecting it to the recharger application, repositioning the recharger, and reviewing recharging best practices. The individual was advised to continue using the device as usual and to contact their healthcare provider if issues persisted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.